Event description:
Employee inadvertently stepped on foot control resulting in bed rapidly advancing toward physician during endoscopic endoport procedure through the brain. There does not appear to be any permanent injury to the patient.